Manufacturer narrative:
On june 14, 2021 mentor became aware that the manufacturer report#: 1645337-2021-04072( follow up 3) inadvertently missed reporting that the patient also experienced bilateral device migration. Manufacturer¿s reference number: (B)(4). Bilateral device migrations.

Manufacturer narrative:
Devices photo evaluation completed on (B)(6) 2021: upon visual evaluation of the image provided in the complaint, the smooth hpg, 450cc breast implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast reconstruction primary with a mentor memorygel 450 cc silicone prosthesis experienced spontaneous right sided rupture post procedure. The ultrasound examination confirmed the rupture. As a result, patient scheduled for an explant on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient underwent bilateral replacements with mentor high profile, 500cc silicone implants with cat#: 3505004bc, and revision of reconstructed breasts including capsulorrhaphies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on july 18, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 450cc breast implant was found to be ruptured, it was received in three pieces. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).